Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6 visual examination of the returned product identified device shows signs of previous uses. Nicks and scratches are present along the shaft weldment and handle. Handle was not loose on the weldment. Slide with modular fork was not returned and therefore could not be inspected to see if it was the loose component. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. No problem was found with the returned device. As returned, the handle was not loose as was alleged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the handle is loose on the stem inserter. It was reported there no patient involvement. Attempts have been made, and no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.